Event description:
It was reported that the colonovideoscope had foreign material attached on the lens. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, neither a root cause nor a problem cause could be determined. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: cf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.